Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to: (B)(4). The hospital reported that during a coronary artery bypass procedure, four hst iii system (4.3mm) did not load in the delivery tube. This occurred during the same case and involved the same patient. Opened another kit to complete the procedure. The only delay was the length of time to open a new kit. No patient injury.

Manufacturer narrative:
(B)(4) updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 08/25/2025. An investigation was conducted on 08/26/2025. Only the aortic cutter was returned for evaluation. Signs of clinical use and no evidence of blood was observed. The aortic cutter was in a deployed state. There were defects observed on the intact aortic cutter. The cutter blade was observed to be bent; however, it was after the deployment of the aortic cutter and we are unable to determine when it occurred in transit. Based on the non-return of the heartstring device, and the evaluation results, the reported failure "fitting problem" was not confirmed, however, the analyzed failure "material twisted/ bent needle" was observed. The lot # 3000474241 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a